Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots. A clinical adverse event was reported for hip revision. Patient's right hip was revised on (B)(6) 2023 to address a polyethylene liner implant fracture, reportedly occurring while hiking. This revision is the second hip revision that the patient had received, the first having occurred with a head and liner exchange in the early part of 2018, to treat metallosis caused by a metal-on-metal disease. The patient had also experienced multiple hip dislocations with closed reductions prior to the first revision for metallosis and had sustained one additional dislocation after the first revision, in the fall of 2018. Intraoperatively, the surgeon identified that the current polyethylene liner was fractured into two parts, allowing the ceramic head to directly articulate against the cup. The surgeon also reported that the cup was mispositioned with too much anteversion--so although it was well-fixed, the cup was extracted and a gription cup was re-implanted in retrograde and more horizontal position. A bimentum construct was implanted along with an appropriately sized metal femoral head. The femoral stem was undamaged, well-fixed, and retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.